Event description:
Initial ck mb result <0.1 ng/ml. Same sample repeated gave result of around 2 or 3 ng/ml, exact result not provided. The initial result was not reported. The field service representative was unable to determine a cause for the discrepancy.